Event description:
The patient wore illegally obtained colored contact lenses bought from a convenience store that yielded significant corneal edema on both eyes, decreasing the vision to a degree that caused difficulty learning in school. I treated this patient and their vision returned to 20/20 after a week long course. However, it may cause further difficulty seeing later in life and possibly a surgery due to the compromise at such an early age. Diagnosis or reason for use: the patient wanted a different iris color to impress friends.